Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally the investigation determined that the downstream occlusion sensor was faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced and the device passed all testing.

Event description:
It was stated that the device had an error code "lec 1310,". According to the reporter the event did not occur during patient use, and no one was harmed as a result of this event. There is no more information available.